Event description:
I was fit for an agga appliance by my dentist. I only had the bottom placed first for about a week, then the top. I had intense pain, gum irritation, migraines, and started finally spitting up blood at random times. This was bright red blood leaking out of my gums at random times. All of a sudden I could feel a warm sensation and would spit bright red blood multiple times per day. I finally demanded the device be removed from my teeth. I still have cement all over my teeth after getting it off over 3 weeks ago and pain in my right side mouth top teeth.